Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the reported patient effects however the treatment appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of dissection and surgical exposure/closure of common femoral artery, as listed in the perclose proglide instructions for use (IFU, are known adverse events associated with use suture mediated closure devices. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device and the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was achieved using a proglide device after an interventional procedure. Reportedly, the patient returned to the hospital (emergency room) four hours post-discharge after a successful interventional procedure and right common femoral artery vessel closure. A dissection was found at the access site and the patient was taken to the operating room. A cut down was performed with surgical repair to the vessel. The patient is doing fine and was discharged from the hospital to home. The physician is reported to be trained in the use of the proglide device. No additional information was provided.